Event description:
Customer reported his insulin pump had a strange noise on the motor part. He also reported a crack on the reservoir side of his insulin pump. Customer's blood glucose was 157 mg/dl. The customer was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However, an unexpected motor noise anomaly was noted during the rewind due to a faulty motor. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window.